Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.50/0.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault. On (B)(6) 2023 a replacement lens of longer length was implanted but it did not resolve the problem, the vault is still low after replacement. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture on the lens. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens within specifications. Claim#: (B)(4).